Event description:
The surgeon was given a 45 gia stapler. Staples did not hold and stool was found in the abdomen. Abdomen was irrigated well, and more bowel was resected. There was no further injury noted.